Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). It was noted the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and high rate non-sustained episodes with evidence of t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.